Event description:
Treatment of a right ica (internal carotid artery) aneurysm. Post pipeline procedure involving two pipelines and a marksman catheter, it was reported that the patient had contralateral motor weakness which resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).